Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intra-abdominal pressure (iap) monitoring device leaked. Per additional information received on 24sep2019, the iap leaked saline.

Manufacturer narrative:
The reported event was confirmed. The product was used for diagnosis, visual evaluation of the sample noted one opened (without original packaging) iap measurement kit. Visual inspection of the sample noted no visible defects. The iap was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked at the connection between the tubing and the valve port. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect tubing diameter. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contraindications not for use on pediatric patients. Not for use on patients with compromised bladder function. Warnings: use only saline for pressure measurement. Ensure tubing fluid path is primed so there are no air bubbles. Ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions: single use only. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Not made with natural rubber latex. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead. To device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the intra-abdominal pressure (iap) monitoring device leaked. Per additional information received on 24sep2019, the iap leaked saline.